Event description:
An echelon 60 compact stapler was used with six reloads (five blue and one green). All reloads were properly loaded. Despite correct loading, two gst60b reloads malfunctioned due to apparent staple deficiencies. One reload fired but contained no staples, while the other had multiple missing staples and did not fully fire. Lot number 861d81 for manufacturer number gst60b.